Manufacturer narrative:
H6: investigation summary: a mz9266 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20105579. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that blood had backed up into the maxzero component and into the connecting products. No obvious signs of damage were observed which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 20105579 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that reports of this nature against the mz9266 product occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text : see h10.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c experienced blood backflow during infusion. The following information was provided by the initial reporter: blood return in the lines of the 3-way set of the connector that connects to adult patients. As well as in the beginning, that is to say, in the union it is not washed correctly. Can cause occlusions and infections in patients.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c experienced blood backflow during infusion. The following information was provided by the initial reporter: blood return in the lines of the 3-way set of the connector that connects to adult patients. As well as in the beginning, that is to say, in the union it is not washed correctly. Can cause occlusions and infections in patients.